Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8711, serial #: (B)(4), ubd: (B)(6) 2008, UDI#: (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacturer representative on 2018-apr-26 reported a patient with cerebral palsy had a potential synchromed pump issue that resulted in the patient being admitted to the emergency room with signs of baclofen withdrawal. Initial indications from the emergency room was that they believed the issue was a tubing degradation issue but were still investigating. It was noted a catheter dye study was not performed as when they pulled back off some they found the cerebrospinal fluid, csf, to be cloudy as previously reported, so they were worried about infection and did not want to push the dye in case it pushed more infection. The fluid was tested in the emergency room and there was no infection present as previously stated. The patient spent the night at the pediatric ward and was taking oral baclofen and lots of valium. The patient barely slept after sleeping nine hours the night before. It was noted the patient's blood pressure and heart rate gets pretty scary when the medications start getting out of the patient's system. No further complications were reported/anticipated.

Manufacturer narrative:
Correction: the previous report indicated a manufacturer received date of 2018-may-07 in error and should have indicated 2019-may-07. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml lioresal at 1106mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the previous week (relative to (B)(6) 2018) the patient developed increased spasticity. It was reported that the patient was seen on (B)(6) 2018 and a catheter access port (cap) dye study was to be done. It was reported that the hcp has aspirated cloudy fluid from the cap and didn¿t proceed with the dye study. The fluid was cultured and was negative for infection. They proceeded with the dye study and the test was unremarkable. The patient was also worked up for other medical related causes for increased spasticity and the tests were negative. The patient continued to complain of increased spasticity which had progressively worsened. It was reported that the patient had a catheter revision/replacement on (B)(6) 2018. No further complications were anticipated/reported.

Event description:
2018-05-01 crts 3704293, (hcp): information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml lioresal at 1106mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the previous week (relative to on (B)(6) 2018) the patient developed increased spasticity. It was reported that the patient was seen on (B)(6) 2018 and a catheter access port (cap) dye study was to be done. It was reported that the hcp has aspirated cloudy fluid from the cap and didn¿t proceed with the dye study. The fluid was cultured and was negative for infection. They proceeded with the dye study and the test was unremarkable. The patient was also worked up for other medical related causes for increased spasticity and the tests were negative. The patient continued to complain of increased spasticity which had progressively worsened. It was reported that the patient had a catheter revision/replacement on (B)(6) 2018. No further complications were anticipated/reported. On (B)(6) 2018 e1 (con, rep): additional information received from a consumer via a manufacturer representative on (B)(6) 2018 reported a patient with cerebral palsy had a potential synchromed pump issue that resulted in the patient being admitted to the emergency room with signs of baclofen withdrawal. Initial indications from the emergency room was that they believed the issue was a tubing degradation issue but were still investigating. It was noted a catheter dye study was not performed as when they pulled back off some they found the cerebrospinal fluid, csf, to be cloudy as previously reported, so they were worried about infection and did not want to push the dye in case it pushed more infection. The fluid was tested in the emergency room and there was no infection present as previously stated. The patient spent the night at the pediatric ward and was taking oral baclofen and lots of valium. The patient barely slept after sleeping nine hours the night before. It was noted the patient's blood pressure and heart rate gets pretty scary when the medications start getting out of the patient's system. No further complications were reported/anticipated. On (B)(6) 2019 mpxr 625378, attachments x2 (con, hcp, rep): information was omitted that pertains to a subsequent event; refer to 703145744 for spastic, flaccid, and pump replacement. Additional information was received from a healthcare provider and consumer via a company representative. It was noted that the patient¿s mother reported that the patient¿s catheter had a kink in it and was replaced in may 2018. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient's weight and medical history were indicated as having been asked but were unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8711 lot# serial#: (B)(4). Implanted: on (B)(6) 2006 explanted: on (B)(6) 2018; product type: catheter; correction: the patient codes (B)(6) were not previously coded in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.